Manufacturer narrative:
The insulin pump was received with a blank display due to a missing battery tube spring. Was unable to verify the off no power without the low battery alarm due to a blank display. Received the insulin pump with a cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer experienced a battery life issue. The customer's blood glucose was unknown. The customer stated that the battery life would reduce to a few hours. The customer used a new battery cap, but the issue persisted. The customer explained that their insulin pump was acting erratically due to the battery issue. The customer subsequently was experiencing varied blood glucose levels. Advised a replacement insulin pump would be sent. Nothing further reported.